Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed too proximal and required recapture. Upon recapture, the was kinked and there was difficulty fully recapturing the 33mm device. A new was and a 30mm wds were used to complete the procedure successfully. There were no patient complications reported and the patient status was fine.